Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and since her scs ipg stopped working. Consequently, the patient's scs ipg was explanted and replaced. Stimulation therapy has reportedly been restored to the patient.